Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: the device history review of this product is pending. Once the device history review is complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that near the end of an off-pump coronary artery bypass procedure, the surgeon observed that rubbing from the area of the octopus evolution over mold caused a cardiac vein to bleed. The bleed was repaired with a stitch and topical thrombin. It was reported that there was no resulting negative impact on the patient. The product was discarded and therefore, will not be returned for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.